Event description:
It was reported that during a coronary stent procedure, the physician attempted direct stenting of the lesion. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. While attempting to retract some resistance was noted, but the catheter was removed. Upon removal it was noted that the stent appeared damaged. No pt injuries or complications occurred.